Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11697. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter defibrillator replacement was scheduled. On 22 feb 2021, the patient presented to the hospital for a device replacement procedure. During the pre-procedure device interrogation, low pacing impedance and low defibrillation impedance were noted on the right ventricular lead channel. The lead was tested on the pacing system analyzer and impedance was found to be within normal limits. The physician opted to keep the right ventricular lead in use and continue to monitor the lead. The implantable cardioverter defibrillator was then explanted and replaced successfully. The patient was in stable condition.